Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a button/keypad (tactile changes with moisture) issue. The patient alleged the up arrow, down arrow, and ok buttons were under responsive. It was reported that there was moisture behind the display. There was no indication that the product caused or contributed to an adverse event. The complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.

Manufacturer narrative:
Follow-up #1: date of submission 10/24/2016 device evaluation: the device has been returned and evaluated by product analysis on (B)(6) 2016 with the following findings: during investigation, the keypad was intact with no evidence of peeling or damage. The keypad was removed to find no evidence of contamination on the button contacts. The pump was powered on to a blank display with auditory and vibratory alarms. The keypad buttons were unable to be tested due to the blank display. Moisture damage was found on all boards, on the keypad connector, on the display connector, and on the display. Unrelated to the original complaint, a crack was found in the u-groove of the pump. A leak test was performed and failed due to the cracked pump case.